Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) for evaluation and was returned to the manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that system fault messages were observed on an astral device. These faults resulted in an alarm which notified the caregiver of the error messages. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by the resmed manufacturing facility and an extensive engineering investigation was performed. A review of the device log confirmed the occurences of the system faults. The investigation determined that the system faults were triggered due to contamination in the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).